Event description:
It was reported that (1) device was used during a pouch appendix procedure. It was reported by the affiliate that the tcr10 device does not fire. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.